Event description:
After anchor was implanted, the doctor was tying the knots and gave way and came out of the bone. After looking at the anchor with the scope it was determined that the anchor broke and was the reason for the pull out. They drilled a 2nd hole and implanted a competitive product and was able to complete the case. Sales rep. Indicated that the customer utilized a 4.5mm awl-dilator (pn 72203335) which creates an undersized hole per the design intent resulting in implant breakage during insertion.

Manufacturer narrative:
Per IFU it is recommended that the bone tunnel for a 5.5mm anchor is prepared with a 5.5 mm awl-dilator (pn 72203336). In this instance the customer utilized a 4.5mm awl-dilator (pn 72203335) which creates an undersized hole per the design intent resulting in implant breakage during insertion. (B)(4).